Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The pocket incision never fully healed, leading to device erosion to external environment. Additional information received indicates that the leads did not erode. There were no additional adverse patient effects reported. The rv lead was explanted.